Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver was overheating could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and it was observed that the universal serial bus (usb) port connector is broken. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to the condition of the device, the reported event of an overheating receiver was not confirmed. A root cause could not be determined.